Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event involved a plum set in which the reporter stated that black material was found in the burette; black dots/materials was observed at the inlet port of drip chamber. The incident was observed in the patient ward room during infusion to patient, however, there was no harm reported as a consequence of this event. No other information is available.

Manufacturer narrative:
One used list#: 142730490 plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in; lot#: 4737029 was received along with one used list#: unknown, baxter 500 ml sodium chloride inj. 0.9% normal saline; lot#: 239n34e. The reported condition of particulate can be confirmed on the one used returned list#: 142730490 plum burette set. As received the entirety of the set was filled with dark black liquid. There were particulates observed; however, during handling the particulate dissolved and were suspended into the liquid observed. An attempt to retrieve the particulate was performed. However, due to the particulates dissolving and being suspended into the solution the particulates could not be isolated from the solution present in the as received plum burette set. There were no damages observed. The probable cause of the particulates and dark liquid is unknown. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 section: date device received was 4/6/2021.